Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case near lcd window corner, cracked lcd window, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address serial number label and missing end cap sticker.

Event description:
It was reported the customer received a low battery alert on their insulin pump. The customer's blood glucose was unknown. The customer also reported that a replacement battery cap did not resolve the issue. It was also found the customer's battery did not last more than one week. Customer was advised their insulin pump needed to be replaced. No additional information provided.